Event description:
The facilty reports the patient was being placed onto the lift chair when the back of the chair seemed to slip sharply back, causing the patient to jump. The patient suffered an injury to the back. X-rays did not show any bone injury, more likely a sprained muscle. Painkillers and rest were prescibed.